Manufacturer narrative:
Batch review performed on 17 december 2021: lot 2011308: (B)(4) items manufactured and released on 04-jan-2021. Expiration date: 2025-12-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
Revision surgery performed at about 1 month after primary due to infection. The liner was swapped successfully.